Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the live view monitor went blank. Analysis of the log file confirmed that there was no malfunction with the monitor. The bio-med engineer replaced the monitor. After replacement of the monitor, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device¿s live monitor went black. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.